Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received one inappropriate shock due to noise from a fracture. The right ventricular (rv) lead had high/undefined impedance on the svc and rv coils and a lead integrity alert triggered due to short v-v intervals and non-sustained episodes. The patient was referred to an electrophysiologist for lead replacement. The lead remains in use. No further patient complications have been reported as a result of this event.